Event description:
A (B)(6) was obtained by the customer on a patient sample and considered discordant when compared to alternate (B)(6) method results. The discordant result was observed by the customer when performing a comparison study with an alternate (B)(6) method. The discordant patient sample was sent out for confirmation testing and the result was confirmed as (B)(6). There was no known report of adverse health consequences due to the discordant advia centaur xp (B)(6) result.

Manufacturer narrative:
The cause for the (B)(6) patient result on the advia centaur xp system when compared to the positive alternate (B)(6) test method result from a comparison study that was later confirmed as (B)(6) is unknown. A siemens application specialist was at the customer site and observed no system issues that may have contributed to the discordant result. Siemens has inquired if the patient sample is available for further investigation, however there is no patient sample available. No conclusion can be drawn. The instruction for use (IFU) states the following in the limitation section: "a negative test result does not exclude the possibility of exposure to or infection with hcv. Hcv antibodies may be undetectable in some stages of the infection and in some clinical conditions. Assay performance characteristics have not been established when the advia centaur hcv assay is used in conjunction with other manufacturers' assays for specific hcv serological markers."